Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing issue. The reporter claimed the battery compartment was cracked/damaged and that there is moisture in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #2 date of submission 12/27/2016 ¿ correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/13/2016 with the following findings: during investigation, the pump did not power on and was unresponsive. Moisture was observed in the battery compartment. Cracks were found in the battery compartment from below the grip pad to the case seal. A leak test was performed and failed due to the battery compartment crack. The pump was opened to find no moisture damage. The pump did not power on due to the moisture damage in the battery compartment. (B)(4).